Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose levels were 424 mg/dl, 106 mg/dl, 128 mg/dl, 130 mg/dl and 194 mg/dl. The customer treated with 10 units on insulin as well as manually. The customer stated that she might have done something wrong to herself giving herself too much bolus earlier and it was bring her glucose levels down too fast. Troubleshooting was not performed. The insulin pump will not be returned for analysis.